Manufacturer narrative:
UDI # (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25mm valve implanted for one month, seven days was explanted due to unknown reasons. A 23mm valve was implanted in replacement. The patient is in recovery. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, f10, and h6. On occasion valves or rings may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the patient had a recurrent vsd which required explant of the valve for reconstruction. There is no allegation of device malfunction. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 25mm valve implanted for one month, seven days was explanted because the patient had a complex recurrent vsd which required explant of the valve for reconstruction. There is no allegation of device malfunction. A 23mm valve was implanted in replacement. The patient was discharged. The patient previously underwent three recent cardiac procedures performed by another surgeon due to mssa endocarditis and recurrent/persistent vsd.